Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing at the user facility, it was noted that the device door roller was broken. This could have caused the customer's reported event that the door cover was loose when closed and the device did not recognize the cassette. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device door roller was broken. The device was returned to the central services department with a note that indicated; plum cover loose even when closed, does not recognize cartridge. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the pump was in clinical use. During testing at the user facility, it was noted that the device door roller was broken. Though requested, no additional info was provided.